Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc connector (B)(4) contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Found spc connector (B)(4) was contamination.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the meter powers off during use. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.